Event description:
The iab was inserted into the pt on 8/1/97 at 9:30 a.m. Poor augmentation was noted and the iab was removed on 8/3/97 at 2:15 p.m. After iabp for 53 hrs. The contact stated that the pt went on to expire on 9/1/97 at 4:45 p.m. And the death was not a direct consequence of the iab or iab therapy. On 11/4/97, datascope was notified that the iab was discarded and would not be returned for evaluation. Event complications: none from the event - reported 9/19/97. Pt current status: expired - rpt'd 9/19/97.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hosp.